Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 68mm in length target lesion being treated was located in the severely calcified and moderate to severely tortuous ostial to mid right coronary artery (rca). A 3.50x24mm promus element was advanced and deployed in the mid rca. A 3.50x32mm promus element stent was then advanced and deployed overlapping the proximal end of the 3.50x24mm promus element stent. A 4.00x12mm was then advanced and deployed proximal to the 3.50x32mm promus element stent at the ostium of the rca. A non-bsc non-compliant (nc) balloon catheter was then advanced to post-dilate the most distal promus element stent. Upon advancing the nc balloon past the 4.00x12mm promus element stent, the proximal end of the stent appeared to shorten and was no longer covering the ostial portion of the lesion. A 4mm nc non-bsc balloon was advanced for post-dilation of the proximal end of the 4.00x12mm promus element stent. Two rounds of angiography were then performed. A 4.00x8mm non-bsc stent was then placed overlapping the proximal end of the 4.00x12mm promus element stent. The procedure was completed at this point. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).